Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer instrument was analyzed, and the complaint was not confirmed by failure analysis. During failure analysis, the visual inspection found no damage to the instrument. There were no melted components identified on the instrument. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument successfully sealed and cut. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A review of the logs found no failure errors. There was no problem detected for the customer reported complaint. Additionally, the white substance located at the distal end of the instrument has previously been identified by manufacturing as krytox lubricant does not affect functionality. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the area surrounding the vessel sealer jaws appeared to have melted. The white pieces came off and fell into the patient; however, it was retrieved during the same procedure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was noted. The instrument did not collide with other instruments or hard material during the surgical procedure. No post-operative tests like an x-ray or ultrasound were performed after the procedure. The procedure was completed robotically. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Furthermore, it was stated that the surgeon does not think anything was melting, but more likely that excess lubricant was extruding.